Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 261 mg/dl. Multiple follow up attempts were made by tandem technical support, however, the customer did not respond to follow up attempts. No further information was provided.